Event description:
It was reported that during a pneumothorax procedure, the pt sustained a laceration of the aorta, developed cardiac tamponade, and expired. The pt had been placed on a ventilator due to a pneumothorax related to an unsuccessful central line placement.